Event description:
It was reported the pt has been receiving ineffective stimulation. It was also reported the pt recently experienced a fall. An impedance check was performed and revealed invalid impedance on all contacts. As a result, x-rays will be taken for further investigation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.